Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the one day post implant evaluation, loss of right ventricular capture was exhibited and the lead subjected to repositioning due to product dislodgement. The rv lead was successfully repositioned and remains implanted and in service with no further reported complications. No resulting adverse patient effects were reported and normal measurements were confirmed post revision.